Event description:
Needle functioned as should and fired into tissue but did not obtain any breast specimen samples. Another needle was used to complete the biopsy.

Event description:
Needle functioned as should and fired into tissue but did not obtain any breast specimen samples. Another needle was used to complete the biopsy.